Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, during a follow-up unrelated to barostim, it was noted that since implant, the patient's blood pressure was low. The physician performed a right heart catheterization on (B)(6) 2025 to address the low blood pressure. The root cause of the event was unknown, and the physician did not state what they thought to be the cause. The patient was seen for a titration follow up on (B)(6) 2025. They were able to tolerate the titration, and therapy was increased from 1.0ma to 3.2ma. With no issues.